Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to exhibited depleting prematurely and a battery depletion code was emitted. A request was made to have data from this device analyzed. Boston scientific technical services recommended replacement. To date, this s-ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator was suspected to exhibited depleting prematurely and a battery depletion code was emitted. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Boston scientific technical services recommended replacement. To date, this s-ICD remains in service. No adverse patient effects were reported.